Manufacturer narrative:
Additional information (17-nov-2017): the customer has been informed that the use of immulite 2000 human chorionic gonadotropin assay for the diagnosis of gestational trophoblastic disease of is considered as an off-label use.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the dual resolution dilutor (drd) seals and checked the drd position calibration. The cse also checked the dispense angle from the reagent and sample pipette and recalibrated the reagent pipette positions. There were no leaks detected. The cse checked the dispense volume from water and substrate pump and verified proper functioning of the shaker. The cse then checked the luminometer shutter position and dilution well speed, cleaned the wash station and checked the speed photomultiplier tube power supply. The cse performed an annual preventative maintenance. A siemens headquarters support center specialist reviewed the instrument data and did not find any sample level sense issues or reagent level sense issues. There were no mechanical issues found during the time the discordant result occurred. Additionally, as per immulite 2000 hcg instructions for use, the intended use of hcg with immulite 2000 systems is for the quantitative measurement of human chorionic gonadotropin (hcg) in serum, and for strictly qualitative determinations in urine, as an aid in the detection of pregnancy. The customer used hcg assay for the diagnosis of gestational trophoblastic disease, which is an off-label use. The cause of the discordant, falsely elevated hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on one patient sample on an immulite 2000 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower and consistent with the patient's clinical condition i.e. Gestational trophoblastic disease. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated hcg result.